Event description:
It is reported that the patient is experiencing severe pain and crippling medical problems.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. A definitive root cause for the reported issues cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.